Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 7th june 2010 and performed to specification up to the 21st october 2012. On the 28th october 2012 the device failed the weekly auto self-test due to a low battery. The device continues to record multiple self-test fails due to a low battery up to the 12th november 2012. Later on the 12th november 2012 the device was power cycled passing a self-test. The device successfully performed all weekly auto self-tests up to the 16th august 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between 21st august 2015 and the 24th august 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.